Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 18b033, 18c050, 18c055, 18e051, 18f043, 18g018, 18g032, 18j028, 18j036, 18j040, and an unspecified lot number. One hundred and seventy-seven (177) single use samples were received for evaluation. For one hundred and seventy-four (174) devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the 174 returned devices. The devices were found to be conforming product. For the one hundred and seventy-fifth (175th) device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak/backflow was observed from the fillport after the fillport cap was removed. Further examination revealed that there was a solid, shiny particle approximately 1.59 mm in length, lodged under the checkband. Fourier transform infrared spectroscopy (ft-ir) revealed that the particle was glass material. The reported condition was verified. The cause of the condition was determined to be a use error of using a glass ampoule without a filter to fill the device. Per the labeling for this device, when withdrawing medication from a glass ampule, use a filter needle and remove the needle before filling the device. For the one hundred and seventy-sixth (176th) device, visual inspection revealed evidence of leak/backflow at the fillport. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. Further inspection on the devices revealed that the cause of the leak/backflow condition was due to particles lodged under the device checkband. The particles were subsequently identified to be acrylic material, consistent with the material in the stressmember. The reported condition was verified. The cause of the condition could not be determined. For the one hundred and seventy-seventh (177th) device, visual inspection revealed fluid in the bag that contained the device. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing was not determined. For six events, the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection of all six photographs revealed that a leak had occurred. Three of the photographs revealed a leak due to broken tubing at the junction of the distal luer. The other three photographs indicated that a leak had occurred but the location of the leak could not be determined from the photographs. The reported condition was verified for all six photographic samples. The cause of the condition was not determined. A batch review was conducted for lot numbers 18b033, 18c050, 18c055, 18e051, 18g018, 18g032, 18j028, 18j036, 18j040 and there were no deviations found related to this reported condition during the manufacture any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 194 </noe> malfunction events. It was reported that one hundred and ninety-four (194) large volume infusors leaked. 168 devices were leaking from the blue winged luer cap, one device was leaking from a damaged fill port, one device was leaking due to the tubing coming apart near the flow regulator, and 24 of the devices were leaking from an unspecified location. These events occurred prior to patient use. No patients were involved. No additional information is available.

Manufacturer narrative:
Five (5) additional single use devices were received for evaluation. For four of the devices, visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the four returned devices. The devices were found to be conforming product. For one of the returned devices, visual inspection revealed fluid inside the bag that contained the device. Further inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the stress member. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted for lot 18f043 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.